Manufacturer narrative:
(B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
A customer reported to carefusion that the vela ventilator alarmed "vent inop" (ventilator inoperable). The customer replaced the main pcb board to correct the problem. The customer did not report that the unit was on a patient during the event, it is unknown at this time.